Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a carotid interventional procedure. Reportedly, a cuff miss occurred. A second perclose proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not confirm the reported needle to cuff miss. The visual inspection and performance testing done on the returned device did not identify a quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.